Event description:
It was reported that during a ptca procedure, the tip of the wire broke off in the distal circumflex and remains in the pt. No attempts were made at retrieval. Pt status is listed as "okay".